Event description:
The implantable neurostimulator was implanted near the pt's belt line and was uncomfortable. The implantable neurostimulator flipped and was sticking out of his body. Afterward the pt felt stimulation in the same area, but it did not provide the same amount of therapeutic benefit. Stimulation amplitude had to be very high for the pt to feel stimulation in his legs and get pain relief. When the device was turned up too high, the device affected his motor skills; he mis-stepped and fell. The pt felt stimulation sensation in his testicles from time to time. The implantable neurostimulator needed to be recharged more frequently. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).